Event description:
It was reported that a spectrum iq infusion pump had an issue of failed occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed occlusion was confirmed. The device was tested for upstream and downstream occlusion detection and passed. A review of the event history log revealed multiple events of "downstream occlusion!" However testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor out of calibration. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.